Manufacturer narrative:
This report is filed on june 21, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 because of poor hearing performance. A CT scan revealed that the implant was not situated in the cochlea. The patient was re-implanted with another cochlear device during the same surgery.